Event description:
It was reported that the zimmer air dermatome ii handpiece does not cut as it should. The device does not make a "clean cut." The surgeon had to push very hard to make the graft and they have problems with the graft quality i.e. Cracks in the graft. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.